Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose level of 600+ mg/dl. The customer treated with 19.2 units of bolus. Customer's blood glucose value was 592 mg/dl at the time of the call. Troubleshooting was performed. The customer mentioned that he sampled some orange juice at the store and it may have contributed to the high readings. The drive support cap appeared normal. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.